Event description:
This complaint was created due to an allegation in a complaint from the same facility which indicated that the same issue of fiber breakage occurred on (B)(6) 2019 as experienced on (B)(6) 2019. There is no report of injury to the patient or how the case was completed.